Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, dilator/peel away sheath in the 4f PICC was damaged. So, when the clinician tried to pull it, apart it sliced the patients vein resulting in medical intervention. On (B)(6) 2025: the edge of the peel away sheath crumpled up and caught the vessel wall, tearing it about 4cm. This caused massive bruising and the vessel has now thrombosed off. Additional information received on 15-dec-2025: the patient did not have symptoms initially; however, they developed significant bruising and swelling around the area of the failed insertion. Patient had ongoing pain and bruising. Patient required medical imaging of the site. Patient has recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed a slight bend on the microintroducer shaft and damage at the sheath tip. Bulging of the sheath was also observed near the bend in the microintroducer shaft. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.